Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed. Analysis of customer's data revealed that both inratio2 and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Action threshold (B)(4) was reached. Strip lot in complaint has strip code ja0ay with brick lot #246563, which was split into 5 different lots (262184, 261589, 261590a, 261590, and 262185). (B)(4). Due to this low occurrence rate, below the total action threshold of (B)(4), no action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (pt's wife) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.4, lab: 2.7. Date: (B)(6) 2011, inratio2: 1.5, lab: 2.7.